Manufacturer narrative:
B5 correction: it was reported that two (2) (previously 1) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the port where the intravenous (IV) tubing was spiked. H10: one (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. The remaining device was not received for evaluation; therefore, a device analysis could not be completed.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port where the intravenous (IV) tubing was spiked. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.